Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 260 mg/dl. Troubleshooting was done for pump error alarms. Customer reported that they wee able to clear the alarms. Customer reported that the alarm occur again after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to verify an error in the motor was detected by reading unexpected value from hall sensor error alarm, motor power supply voltage error detected error and drive count or time values or changes incorrect for moving or coasting error due to constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm.